Event description:
On (B)(6) 2012, the pt underwent repair of the thoracoabdominal aneurysm and was implanted with two conformable gore tag thoracic endoprostheses, and two gore excluder aaa endoprostheses. On (B)(6) 2012, the pt suffered a brainstem infarction. The cause of the infarction is unk. On (B)(6) 2012, the pt expired due to the brainstem infarction.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).